Event description:
It was reported that out-of-range high voltage (hv) lead impedance was noted upon review of egm. No patient's symptoms were reported.

Manufacturer narrative:
Further information was requested but not received.